Event description:
On 8/7/96, the account reported a result of 39760 mlu/ml for the bhcg assay on a pt sample. On 8/9/97, the pt was retested for bhcg, on the analyzer, and a result of 4659 mlu/ml was reported. After receiving the result from 8/9/97, the physician treated the pt with provera. The result was consistent with the pt's physical symptoms and the physician assumed she was having miscarriage. Recently, the pt sought medical treatment for a car accident and was found to be seven months pregnant. According to the account, the pt was unaware that she was pregnant until after the car accident. No further clinical info has been provided. No report of injury. The account does not archive pt results and a hard copy of previous results could not be provided. No info was provided about sample integrity, probe condition, reagent foaming, or bulk solution conditions. Customer did not provide lot number of reagent used in august.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Resultsof the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid levele sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized inlcuded probe crash recovery procedure, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.